Manufacturer narrative:
Pump: model- 72404310, lot sn- (B)(4), mfg date- 11/05/2014, exp date- 10/16/2019, gtin- (B)(4). Cylinders: model- 72404292, lot sn- (B)(4), mfg date- 12/02/2014, exp date- 11/12/2019, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to a reservoir puncture the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 15 cm x 12 mm cylinders, pump and reservoir were implanted. It was further reported that the hole in the reservoir resulted in fluid loss and this occurred two weeks ahead of this surgery/ the patient got well following this surgery.

Manufacturer narrative:
Reservoir hole and fluid loss were reported. The ams700 reservoir was visually inspected and functionally tested. There was a leak in the balloon shell due to wear and fatigue at the corner of a fold. The allegation of fluid loss was confirmed. The ams700 momentary squeeze pump was visually inspected. No leak was found. The pump was not functionally tested due to the reservoir leak. The allegation of fluid loss was not confirmed during pump component product analysis. The ams700 cylinders were visually inspected and functionally tested. No leak was found. They performed within specifications. The allegation of fluid loss was not confirmed with the cylinder component. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Pump: model- 72404310, lot sn- (B)(6), mfg date- 11/05/2014, exp date- 10/16/2019, gtin- (B)(4); cylinders: model- 72404292, lot sn- (B)(6), mfg date- 12/02/2014, exp date- 11/12/2019, gtin- (B)(4).

Event description:
It was reported that due to a reservoir puncture the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. It was further reported that the hole in the reservoir resulted in fluid loss and this occurred two weeks ahead of this surgery/ the patient got well following this surgery.